Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a successful insertion and safety mechanism activation of a bd pegasus¿ safety closed IV catheter system 20g x 1.16 in., the safety shield and needle separated from each other. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed that only the needle/needle hub and unit package were returned without any sub- assembly. The tip shield was separated from the needle and the washer was missing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5324466. A manufacturing review revealed no abnormalities in the incoming material, assembly process, or packaging process. Conclusion: the root cause for this incident has been determined to be related to the manufacturing process as the washer in the device was missing which caused the v-clip to not activate, leaving the needle exposed. A formal CAPA has not been initiated for this incident. However, operators will be further trained in the final inspection station to identify missing washers to avoid this type of defect from affecting customers.